Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged asthma. In addition, the patient also reported eye irritation, nose irritation, respiratory tract irritation, heart attack, dizziness and headache. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged asthma. In addition, the patient also reported eye irritation, nose irritation, respiratory tract irritation, heart attack, dizziness and headache. Medical intervention was not specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, were found on the bottom of the enclosure. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, inside humidifier enclosure, on and under the heater plate, and on the dry box. Potential mineral deposits inside water tank. The air outlet port had dust-like contamination in it. White and brown dust-like contamination at the air inlet. Dust-like contamination is spread out on the top of the pca (printed circuit assembly), on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor, in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Flip lid seal had unknown contamination on it. White and tan dust-like contamination, throughout humidifier enclosure. Unknown white and tan dust-like contamination on and under the heater plate. Unknown white dust-like contamination on the dry box seals and have yellowed. Unknown tan dust-like contamination in the iso port (international organization of standardization.). Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In section g3, h2, h6 and h11 has been updated. In h6 evaluation method code, evaluation results code and conclusion code has been updated in this report.